Event description:
Rec'd report that the catheter broke off in a pt. It was reported that following the catheter insertion, the physician was unable to float the catheter and the attempt to remove it was met with resistance. When the physician pulled to remove the catheter it then broke off in the pt. A small incision was made in the pt's neck and the approx one inch piece of catheter tip was removed. The customer contact reports that the physician feels the catheter had looped in the pt while attempting to float it and subsequently knotted. The physician reportedly feels the attempt to remove the knotted catheter led to it breaking and that the incident was not related to a product problem. There was no report of pt harm and no report of adverse sequelae related to the incident.